Event description:
Subsequent to the initially filed report, the following information was received: the patient was presented in a critical state, and the patient expired due to cardiac arrest. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in a heavily calcified, heavily tortuous left anterior descending coronary artery. On (B)(6) 2019, the 2.75x15mm xience alpine stent delivery system (sds) failed to cross due to the anatomy. The sds was removed, and a new 2.75x18mm xience xpedition stent was used successfully with no issues. On (B)(6) 2019, the patient expired. In the physician's opinion, neither device contributed to the death. There was no clinically significant delay in the procedure. No additional information was provided.